Event description:
It was reported that during a laparoscopic colon procedure, the device was hissing the whole case off and on while using a 5mm instrument. When the surgeon moved the 5mm instrument, the right side of the seal was popping up; a hemostat had to be used to flatten the seal out. The abdomen was not losing pneumo. However, it was hissing off and on throughout the case. The colon could not be freed up laparoscopically, therefore the procedure was converted to an open. This did not have to do with the device hissing. The same device was used to complete the laparoscopic part of the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.